Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), implanted:(B)(6) 2000, explanted: (B)(6) 2005, product type: extension. Product ID: 3080, lot# l82416, implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type: lead. Analysis of the lot# l82416 tined lead revealed the stimulation lead body cut through, product segmented.

Event description:
It was reported that patient had a lead revision due to loss of efficacy. The neurostimulator was also elected to change at the time of the revision due to age. The programming was unable to provide partial efficacy. If additional information is received, a follow-up report will be submitted.